Event description:
Customer obtained unexpected negative results when performing the antibody screening assay on the galileo echo. Patient has known antibodies kell and jka last tested (B)(6) 2014. No adverse reactions resulted from the unexpected results.

Manufacturer narrative:
No further information was provided by customer. Device no further information provided.